Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patients who were discharged on 04/22 still appeared at the station and have not been removed, with their status remained incorrectly displayed as active instead of discharged. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) checked the database query and determined that the patient had already been discharged. The tss reviewed the order and found that an order was still in a discontinued status, and this condition ensured that the patient would not be dropped until the order was fully discontinued. The tss called the customer and explained that the unit vvh-vvhmsu was not assigned to the ccu area, while the visiting unit vvh-vvhcvor was assigned to ccu. This created a conflict where the discharged patient was not dropped from the station. The tss asked the customer to assign the ccu area to the unit vvh-vvhmsu and then monitored whether the patient dropped from the station. The tss verified that the service on the station was running properly, confirmed that the station was communicating with the server, and checked the data synchronization debug logs, where no retries were observed for the station. The system functioned as intended after the technical support specialist troubleshot the device.